Event description:
Philips received a complaint by the customer on the v60, indicating a touchscreen failure. It was reported there was no patient involvement at the time the issue was discovered. The customer called in to report touchscreen issues. The customer attempted to calibrate the touchscreen, but this did not resolve the issue. The remote service engineer (rse) advised the customer to replace the touchscreen. The rse provided the customer with the part number for a touchscreen to order and replace.

Manufacturer narrative:
H10: multiple attempts have been made to try to obtain further information about this case but no response received from the customer. This file is closed and can be reopened if new information becomes available.

Manufacturer narrative:
The customer called in to report touchscreen issues. The customer attempted to calibrate the touchscreen but this did not resolve the issue. The remote service engineer (rse) advised the customer to replace the touchscreen. The rse provided the customer with the part number for a touchscreen to order and replace. Multiple attempts have been made to try to obtain further information about this case but no response received from the customer.

Manufacturer narrative:
H10: the customer replaced the touchscreen but the reported issue was not resolved. It was then determined a replacement of the user interface (ui) printed circuit board assembly (pcba) should be performed to resolve the issue. After also replacing the ui pcba, the top left and bottom left corners of the screen were still unable to be detected. A replacement of the ui to light crystal display (lcd) cable was then also advised. Device evaluation and repair are pending.